Event description:
Update: revision was due to pain; femur was left in place. Patient initially had undergone bilateral knee arthroplasties.

Manufacturer narrative:
Investigation: up to now there is no sample available. Therefore, there is no investigation possible. Device history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible root cause cannot be finally concluded. Therefore the root cause specific risk cannot be identified. The potential risk determined during initial vigilance evaluation remains valid. Conclusion and preventive measures: unfortunately, due to a lack of data and without the product we cannot determine the exact root cause for the mentioned deviation. According to the quality standard, a production error and a material defect can most probably be excluded. If further investigations are required, the product should be provided for examination. Based upon the investigation results, a CAPA is not necessary.

Event description:
It was reported to aesculap inc. That a vega knee device was implanted on an unknown date. According to the complaint the patient underwent a bilateral revision surgery on an unknown date due to pain. The vega tibia and insert were removed then replaced back in with a stem. There were no patient complications reported as a result of the revision. No samples are available for this complaint. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.